Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Confirmed revision, patient suffers from the medical consequences of the metal on metal implant such as pain and metallosis.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-27446r. This report, 1818910-2013-20001, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-27446.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Information received from (B)(6)'s. Confirmed revision of pinnacle/corail implants. A pinnacle prosthessis was implanted in 2009 and needed to be revised (date not provided). Patient suffers from the medical consequences of the metal on metal implant such as pain and metallosis. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.